Event description:
It was reported that this implantable cardioverter defibrillator ICD with competitor right ventricular (rv) lead displayed high out-of-range pacing lead impedances greater than 3000 ohms and patient noted the device emitted tones. Boston scientific technical services reviewed the data and noted slight gradual increase in pacing lead impedances but within range since rv lead implant in (B)(6) 2019 and started to spike out-of-range (B)(6) 2019. All other measurements are stable and there are no stored episodes of noise. The system remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.